Event description:
It was reported that the patient stopped using the purewick urine collection system because the doctor stated that the purewick female external catheter caused kidney infections. The patient had been using the product more than 90 days. It was unknown what medical intervention was provided for kidney infections. Per customer via phone on (B)(6) 2022, it was reported that the patient was treated with antibiotics from the doctor when had kidney infections. The patient no longer used the purewick due to the infections.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: " discontinue use if an allergic reaction occurs. Replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Assess device placement and patient¿s skin at least every 2 hours. Not recommended for patients who are: experiencing skin irritation or breakdown at the site" h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient stopped using the purewick urine collection system because the doctor stated that the purewick female external catheter caused kidney infections. The patient had been using the product more than 90 days. It was unknown what medical intervention was provided for kidney infections.